Manufacturer narrative:
The reported issue was confirmed as supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. The deformation at the tip of the syringe is the root cause that contributed to the leak; however, the root cause of the deformation is unknown. No failures were found within the supplier investigations. This investigation does not require a DHR review due to a closure letter not required for this complaint. The reported event is understood, characterized, and confirmed as unrelated to the labeling issue. It was confirmed related to a supplier, therefore labeling review is not required for this reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that the water leaked from the foley catheter balloon part when the sterilized water was injected during the pretest. Stated that there might be a hole in the balloon. Per follow-up information received from ibc on 28mar2023, there were no obvious visible defects to the returned sample in balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water leaked from the foley catheter balloon part when the sterilized water was injected during the pretest. Stated that there might be a hole in the balloon. Per follow-up information received from ibc on (B)(6) 2023, there were no obvious visible defects to the returned sample in balloon.